Manufacturer narrative:
The unit functioned properly during functional check including rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, excessive no delivery, displacement test. No excessive no delivery alarm noted during testing. The device passed the self-test, unexpected restart test and all operating current measurement were normal. The unit was received with a minor scratched display window, a cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother called in to report several no delivery alarms which led to high blood glucose readings. The customer's blood glucose level was 469 mg/dl. The caller performed troubleshooting and after changing the infusion set the device still alarmed no delivery. The caller called back later in the day to report the device was still alarming no delivery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.